Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿rejection¿ of their implantable neurostimulator (ins). It was further reported the patient also had a granuloma that was ¿localized in the back, nearby the lead-extension connection.¿ the patient was initially prescribed two oral antibiotics, but ¿the mass increased in size¿ after one week and a different antibiotic was prescribed. While ¿no allergy test was performed, the physician confirmed that this was not a case of allergic reaction¿ and that instead the physician ¿supposed it was a kind of subcutaneous inflammatory mass or fibrosis.¿ a ¿tac was done and it didn¿t identify any issues with the epidural space.¿ as a result of the issues, a revision procedure was performed; during which the physician ¿found necrotic tissue near the mass, so she decided to explant the device.¿ it was also reported that the patient¿s ¿physician had to surgically remove the spinal cord stimulation (scs) ins because of rejection.¿ additional information noted ¿the physician suspected the rejection was related to an inappropriate management of medication by the patient at home.¿ the issue was resolved following the explant of the ins and the patient was alive with no injury at the time of initial report.